Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified, and a different issue was identified.

Manufacturer narrative:
H3 other text: device not returned.

Event description:
It was reported, that the pump was warm to the touch. Despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported, that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.